Event description:
It was reported that pump displayed malfunction alarm after customer swam with pump in ocean. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted support, reset pump with guidance from technical support, did not experience repeat of malfunction, and was advised to continue using pump and to call back if problem recurred, which customer acknowledged and understood.